Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had a poor technique or user hematocrit outside the range. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from back to back blood tests of 343 and 165 mg/dl. The customer's expected fasting blood glucose test result range is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, the customer attempted a back to back blood test and both resulted in an e-0 error message (which daughter stated he had also encountered when trying to test). The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. During the call on (B)(6) 2016, the customer was instructed to replace the battery as he had a cr 2025 installed (low battery symbol appeared when attempting to run the control test); he was instructed to then remove the battery out of his trueresult meter (sn-(B)(4)/no test strips remaining) and the meter went to test mode. Requested customer return the trueresult meter. The true result is discontinued by manufacturer. Daughter stated customer had not made any changes to his diet or medication. The back to back blood test results of 343 and 165 could not be found in the meter's memory. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns:. He attempted a back to back test and both resulted. He had the lancing device set on 5. He is a cancer patient. Customer also knows to send back the trueresult meter (sn-(B)(4)).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from back to back blood tests of 343 and 165 mg/dl. The customer's expected fasting blood glucose test result range is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 the customer attempted a back to back blood test and both resulted in an e-0 error message (which daughter stated he had also encountered when trying to test). The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 11/19/2016. During the call on (B)(6) 2016, the customer was instructed to replace the battery as he had a cr 2025 installed (low battery symbol appeared when attempting to run the control test); he was instructed to then remove the battery out of his trueresult meter (sn-(B)(4)/no test strips remaining) and the meter went to test mode. Requested customer return the trueresult meter.the true result is discontinued by manufacturer. Daughter stated customer had not made any changes to his diet or medication. The back to back blood test results of 343 and 165 could not be found in the meter's memory. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns:. He attempted a back to back test and both resulted . He had the lancing device set on 5. He is a cancer patient. Customer also knows to send back the trueresult meter (sn-(B)(4)).